Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
It was reported that a certas plus valve was implanted and was not working therefore was revised. The valve was tested with a menomitor and it still didn't work.

Manufacturer narrative:
UDI information: (B)(4). A sample was received for evaluation. Valve 1: the position of the cam when valve was received was at setting 4. The valve was visually inspected; no defects noted. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusions were noted. The valve was leak and no leaks were noted. The siphon guard was tested and passed the test. The valve was reflux tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed the test. Valve 2: the position of the cam when valve was received was at setting 2. The valve was visually inspected; no defects noted. The valve was hydrated. The valve was tested for programming and passed the test. The valve was flushed and passed the test no occlusions were noted. The valve was leak tested and no leaks were noted. The siphon guard was tested and passed the test. The valve was reflux tested and passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested and passed the test. Manufacturing records were reviewed and found no anomalies. Based on the results of the investigation, the reported issues are not confirmed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.